Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 454 mg/dl and stated that, this has been happening for 2 weeks without eating anything he stated its always overnight that this happens and before he goes to sleep he is like 100 mg/dl to 150 mg/dl and the current blood glucose was 140 mg/dl. Customer treated high blood glucose with the manual injections. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer declined to continue to troubleshoot for high blood glucose he stated he wants to upgrade. The device will not be returned for analysis.